Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported that after an extended amount of time between band adjustments, the pt returned to report "weight gain...". A leak was diagnosed via fluoroscopy around the access port. During explant surgery, physician noted the port tubing "had completely broken off from the port and retracted into the abdominal cavity". The port and tubing were explanted and replaced.